Event description:
The user reported that the device takes 60-90 seconds to boot up, which is much longer than with their other devices.

Manufacturer narrative:
Device has been received and will be evaluated. A follow up report will be provided.